Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was reading inaccurately high/erratic. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed the alleged issue began on (B)(6) 2012 at approximately 11:45am. The patient reported blood glucose results of "257mg/dl" and a value of "high" (>600mg/dl) with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. The patient reportedly manages her diabetes with insulin through pump therapy and she denied taking any action regarding her usual diabetes management routine in response to the alleged issue. The patient claimed that approximately 3 minutes later, she developed symptoms of "weakness in the knees and feeling faint." She was reportedly treated by a non-hcp with glucose tablets or gel at the onset of her symptoms (at approximately 11:48am). It would have been helpful to understand more regarding the patient's symptoms to determine if she was hypoglycemic to the extent that she was unable to treat herself. No other device was reportedly used for testing. At the time of troubleshooting, the cca noted the patient's process for testing was correct, the subject meter's unit of measure was correct, and the results obtained were from the same approved sample site and the subject test strips were unexpired and stored correctly. A quality control solution test was not performed since the patient did not have the solution available. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly required treatment of oral glucose from another person (non hcp) after the reported issue began.

Manufacturer narrative:
(B)(4). Device evaluation: the products involved with this complaint have been returned and evaluated by product analysis with the following findings: on (B)(4), 2012 the meter passed testing with no faults found. On (B)(4) 2012 the test strips have passed all testing with no faults found. The retain test strips also passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.